Event description:
It was reported to philips that the flexvision monitor was turning blank intermittently. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the customer was performing planned treatment/non-emergency treatment, which was completed as planned by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the flex vision monitor was turning blank intermittently. Upon troubleshooting, fse reviewed logs, contacted rtac, checked flex vision pc connections and media wall, and identified the dvi matrix switch as defective. To resolve the issue, fse replaced the dvi matrix switch. The defective dvi matrix switch was returned to philips for failure analysis and the cause of the dvi matrix switch failure was found to be "electrical defect". After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If a monitor was turning blank issue occurs intermittently during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may be resolved, allowing for continuation and completion of the procedure. A monitor was turning blank issue, which can be resolved by utilizing the design mitigation provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.